Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
It was reported that the unit declared a high blower temperature error. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device logs. The fse replaced the blower and the issue was resolved.

Manufacturer narrative:
G4: 06oct2020; b4: 13oct2020. The blower motor assembly was received for evaluation. Visual inspection revealed no anomalies noted. A failure investigation (fi) technician installed blower motor into a fi ventilator to duplicate the reported issue. The fi ventilator was booted up unit in normal operation mode and checked for alarms and errors. The returned blower motor passed all testing, and the reported complaint was not verified and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.